Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead of an asymptomatic patient. The noise had been observed during prior visits but it could not be reproduced. The clinician planned to discuss sources of electromagnetic interference with the patient during the next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.